Manufacturer narrative:
The device was returned for evaluation following explant due to an adverse event with no report of malfunction. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of erosion could not be determined.

Event description:
It was reported during in clinic follow up that the patient presented with discomfort. The implantable cardiac monitor had eroded through the skin. The device was successfully explanted. The patient was stable following operation.